Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device evaluated by MFR: device disposition unknown.

Event description:
The manufacturer became aware of a study from hannover medical school, hannover, germany. The title of this study is ¿surgical management of charcot deformity for the foot and ankle - radiologic outcome after internal/external fixation¿ and is associated with the stryker hoffmann xpress external fixation system. Within that publication, post-operative complications/ adverse events were reported, which occurred between june 2010 to march 2015. It was not possible to ascertain specific device catalogs from the report; a review of the complaint handling database, however, revealed that the events have not been reported by the hospital or by the author of the publication. Therefore, 2 complaints were initiated retrospectively for different adverse events mentioned in the report. This product inquiry addresses deep infection and non-union. The patient underwent revision and ultimately required transtibial amputation after tc or ttc arthrodesis using external fixation because of persistent infection. 2 out of 2 cases.